Event description:
On 2/3/97, co received from another co a letter sent from a customer regarding the meter one along with one bottle of, lot 1k514b (the customer's test strips). The letter states that the cusotmer bought two containers. The first was alright but the second started to read a very low count. The customer provided only his home address in the letter (not his telephone number). The co rep tried to obtain the customer's telephone number through directory assistance, but there is no listing. The co rep will send the customer a letter requesting that he contact them. Co's rep will forward the pt's test strips to quality assurance for eval.